Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse was giving the patient infusion, she found that there was a layer of plastic on the prn of the closed vein indwelling needle, and the needle could not be penetrated, so it could not be used. The prn was replaced and it added to the cost. No physical harm was caused to the patient.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9262120. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: on (B)(6) 2020, when the nurse was giving the patient infusion, she found that there was a layer of plastic on the prn of the closed vein indwelling needle, and the needle could not be penetrated, so it could not be used. The prn was replaced and it added to the cost. No physical harm was caused to the patient.